Manufacturer narrative:
Manufacturer's report 2518422-2015-00507 was filed with the FDA on (B)(4) 2015. Report 2518422-2015-00507 was filed in error. Manufacturer's report 2518422-2015-00507 is actually a follow up report to manufacturer's report number 2518422-2015-00488.

Event description:
The manufacturer received information alleging a ventilator was not charging its internal battery. There was no harm or injury reported. The device has not yet been received for evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.